Manufacturer narrative:
A sample has not been returned for investigation a root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a dull knife during a cataract extraction procedure. The knife was used despite the dullness and the procedure was completed with no harm to the pt.